Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 598 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer was using expired insulin. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER on (B)(6) 2021 with the issue resolved and no permanent damage.